Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. At 5:45 am the laboratory result was 126 mg/dl. It was alleged that at 7:59 am the result on the meter showed "hi" (>600 mg/dl) while at 8:10 am the meter result was 129 mg/dl. The result of 129 mg/dl was believed to be correct. Qc was performed on the day of the event and it was acceptable.

Manufacturer narrative:
The meter serial number was (B)(6). The product has been requested for investigation on 20-mar-2025. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
No customer material was received for investigation. The investigation did not identify a product problem.